Manufacturer narrative:
H2) correction: see d10. H3) software files have been received by the manufacturer. However, analysis has not been completed at the time of filing. H6) 4118, 3233, and 11 are associated with the software files. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The hard drive was replaced and the software was reloaded, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. The hard drive was returned to the manufacturer for analysis. While testing the hard drive, the system froze when going through the exams on the system. After sitting for 15 minutes, a hard reboot was performed and the system then booted to the black screen with a blinking cursor. After another reboot, the system booted to the ubuntu menu; the medtronic representative (rep) performing the testing ran in safemode and had it fix the errors it encountered. The rep then ran an extended self-test on the hard drive; it completed successfully and the reported issue couldn't be replicated. Analysis determined that there was a software failure with the returned hard drive component. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 15 minutes. It was reported that they went to lock trajectory and the tip stop point said 1, a blank and 9, rather than the entire number of 139. The medtronic representative (rep) tried to exit the software and go back in, but it did the same thing. The rep then powered down the system completely, went back in, and the number was there when they locked. The issue was then resolved. The surgery was completed with the navigation device and there was no impact on patient outcome.